Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The manufacturer is currently performing evaluation and the results will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where the customer had a hypoglycemia event on (B)(6) 2023 at around 2:53 pm. The customer reported that sensor glucose (sg) was 109 mg/dl and the measured blood glucose (bg) value was 48 mg/dl. The customer complained of not receiving a low glucose alert at the time of incident because the sg value did not cross below the low alert threshold that was set at 65 mg/dl. The customer did not require any medical attention and was able to self resolve by themselves.